Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating "the motor was making a loud noise before surgery." There was no user injuries reported. There was no add'l info provided.